Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced a low blood glucose level of 28 mg/dl and a high blood glucose level of 614 mg/dl. The customer declined troubleshooting for her high blood glucose levels. The device was not returned.